Event description:
A customer reported that their freestyle meter displayed an error 3 message. The meter was returned, and upon investigation, was discovered to have suffered the memory overwrite malfunction. There was no report of death, serious injury or mistreatment.

Manufacturer narrative:
Tested returned unit. No manufacturing parameters found out of spec and original renata battery voltage was measured at 3.020 v. Did observe battery icon and booklet icon while strip was inserted icon to appear on the display and give e-4 errors. However, uom was selectable and was received at mg/dl. Error 015, 0204, 0300, 0800 and 0806 were observed in the error log indicating battery droop. Meter is operable. Customers and retailers have been informed through the fa16may2006 letter.